Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an open thoracotomy procedure that the device was clamped down and the stapler fired halfway and were unable to open the stapler. Unknown if reverse was attempted but manual override was used to remove the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.